Event description:
Customer reported a nurse hung a secondary IV antibiotic that ran into the primary bag. The tubing was changed out and the meds ran correctly. There was no patient harm and no medical intervention was required. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.